Event description:
A hospital (B)(6) reported via a distributor that the pins of an rt235 infant dual-heated with evaqua breathing circuit were not lined up correctly. This was noticed prior to pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The rt235 infant dual-heated with evaqua breathing circuit has only recently been returned to fisher & paykel healthcare and is currently being investigated. We will provide a follow-up report once we have completed our investigation.